Event description:
It was reported that the customer experienced multiple occlusion alarms, specifically alarm 2 followed by alarm 26, with the issue persisting for about a month. Due to the occlusion, the customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. To address the high blood glucose, the customer performed correction injections via mdi and correction boluses. Customer changed cartridge and infusion set to address the issue.